Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure (ptca), balloon rupture occurred. The 99% stenosed target lesion was located in a severely tortuous right brachial vein. The 7.0 x 40/40 (4f) sterling balloon was inflated to 6atms for three inflations, upon the 3rd inflation, the balloon rupture at 6atm. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.